Manufacturer narrative:
Updated field: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11 . The mlx 300w xenon lightsource ( (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Evaluation of the lightsource could not duplicate or identify any issues with this 00mlx unit smoking. Burn-in test was ran longer to test the unit longer. Evaluation and function tests were performed and the mlx passed all tests. The recommendation is to make sure there is plenty of space for proper air flow for the unit. Both sides and back need to be clear for proper air flow. Root cause analysis: the reported complaint could not be confirmed. Inspection did not report any signs of smoke damage to the 00mlx unit. The reported issue of this 00mlx unit smoking could be due to improper setup of the device, as the sides and back need to be clear for proper airflow. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was smoking. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.